Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer.

Event description:
It was reported to philips the device battery could not be charged during self inspection. There was no patient involvement.